Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6), 2018 with blood glucose level of 350 mg/dl. The customer was in emergency room due to high blood glucose. The customer stated that she was vomiting at 3.30 am and when her dad got up it was like 300 mg/dl. The customer also had flu. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.